Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels in the 300 mg/dl range and the cause was not known. A correction bolus was delivered. Bg was declining at the time of the report. The customer declined to troubleshoot with tandem technical support. Tandem clinical diabetes specialist spoke with the customer and the customer alleged the pump was not working. Bg levels declined after a correction was delivered; however, bg was high overnight (level not reported). The customer reported that insulin injections were available if needed.